Event description:
The hospital switched to the hospira gemstar pca pump a few months ago. Since then they have had multiple occurrence of the pca tubing disconnecting from the maxplus valve and leaking from the connection to stop now, she will let us know if it reoccurs. They have used the maxplus connectors for several years. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The customer stated the products have been discarded and are not available for eval. The customer complaint of pca tubing disconnects from maxplus could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.